Event description:
As reported, two 6f¿12f mynx control venous vascular closure devices (vcds) devices did not fire correctly and manual pressure was used to complete the procedure. There was no reported patient injury. The devices were not saved and will not be returned for evaluation.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.